Manufacturer narrative:
There are previous complaint (B)(4) on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr # (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected to have a post 'pressure error'. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 06/11/2024, znyo medical received a report that during the preventive maintenance (pm), that after powering the device on and running the post, a 'pressure error' was displayed. No patient was involved.

Manufacturer narrative:
Previously filed MDR # is a duplicate of MDR #3006575795-2024-00391. Refer to 3006575795-2024-00391 for event details. Reference to complaint #: (B)(4).